Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient with a less than desired best corrected vision at one week post operatively. It is also reported that the patient has severe dry eye and was treated with punctual plugs and artificial tears. In a follow up the surgeon reported exchanging the lens for a different model.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was observed on the lens. The optic was torn into pieces and bent haptic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. (B)(4).